Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call possible over delivery of insulin. The customer's blood glucose was 2.3mmol/l at the time of incident and currently 22 mmol/l. Trouble shooting was performed and found customer states that there are additional carbs being calculated that he didn't program. Carbs are being counted for boluses that customer did not enter into device. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08730 inches. All bolus delivered during testing were properly recorded at the pump history file. Device was monitored and no unexpected bolus or carbs amounts were noted. The bolus wizard functioning properly per bolus wizard sample in the 554/754 user guide. Device received with cracked case at battery tube threads. Device received with minor scratched display window and case,